Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported a leak under the system solution drawer in their alinity m system. The customer was advised by the molecular application specialist (mas) to clean the leak wearing proper personal protective equipment (ppe). The customer has stopped the instrument and it is not leaking currently. The customer will not use instrument until the leakage is checked. A field service engineer (fse) was dispatched to the site. A damaged vapor barrier reservoiur was found and a replacement part was ordered. The instrument will remain off until the fse returns to the site with the replacement part. The leak was not contained within the footprint of the instrument. There was no report of exposure or injury. This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Updated b5 to state, no patient was involved as this observation was made by the alinity m user. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
No patient was involved as this observation was made by the alinity m user.